Event description:
Migration: the main bifurcated stent-graft was deployed at the intended location. When the delivery system was attempted to be removed from the patient, the stent-graft was accidentally pushed and moved proximally, resulting in bilateral renal artery occlusion. After occlusion, a catheter was inserted through the stent-graft from the proximal side and a stent-graft (viabahn, gore) was in place in the left renal artery to secure blood flow. The right renal artery remained occluded as the catheter was unable to be navigated to the artery. At present, no additional treatment for the right renal artery is planned and the patient is under observation. As of (B)(6) , the sales representative confirmed with the physician that the patient was urinating and that no additional treatment, such as dialysis, was being performed. Comments from the physician: they physician was concerned about renal dysfunction. However, the physician confirmed that the patient had no such health history. Operation type: evar blood loss: amount is unknown. No image available pre-case plan may be available upon request no additional information will be obtained ancillary devices used: 28-l2-24-080u. Lot # 2109120030 28-l2-24-100u, lot # 2206100150 28-l2-13-140u, lot # 2206020416 (tc#(B)(4) ) patient outcome - "there was health harm to the patient, but the patient was not in serious condition. The outcome is unknown."

Event description:
Migration: the main bifurcated stent-graft was deployed at the intended location. When the delivery system was attempted to be removed from the patient, the stent-graft was accidentally pushed and moved proximally, resulting in bilateral renal artery occlusion. After occlusion, a catheter was inserted through the stent-graft from the proximal side and a stent-graft (viabahn, gore) was in place in the left renal artery to secure blood flow. The right renal artery remained occluded as the catheter was unable to be navigated to the artery. At present, no additional treatment for the right renal artery is planned and the patient is under observation. As of april 17, the sales representative confirmed with the physician that the patient was urinating and that no additional treatment, such as dialysis, was being performed. Comments from the physician: they physician was concerned about renal dysfunction. However, the physician confirmed that the patient had no such health history. Operation type: evar. Blood loss: amount is unknown. No image available. Pre-case plan may be available upon request. No additional information will be obtained. Ancillary devices used: 28-l2-24-080u. Lot # 2109120030. 28-l2-24-100u, lot # 2206100150. 28-l2-13-140u, lot # 2206020416. (Tc#bm230401727). Patient outcome : "there was health harm to the patient, but the patient was not in serious condition. The outcome is unknown."